Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Three drill bit tips broke into two pieces.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Previous investigations found a complaint database search identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, dva-106292-hhe was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Complaints will be monitored under sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.